Event description:
The physician attempted to use the pump during a stroke case but the pump seemed like it burned out. The physician was able to use the other pump successfully.

Manufacturer narrative:
This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009.